Event description:
The reporter stated that the surgeon inserted an aq2010v three piece silicone lens and the trailing haptic caught in the cartridge. The lens was removed without enlarging the incision. No suture was required to close the wound. No patient injury.

Manufacturer narrative:
H6: results: visual inspection of the returned product showed that one lens haptic was torn off and missing and the lens optic was torn in pieces. Clear surgical and reddish residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.